Manufacturer narrative:
Concomitant medical products: c4tr01 crtp; 4965-35 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had under-sensing. It is noted that the rv lead is in the left ventricle. The lead remains in use. No patient complications have been reported as a result of this event.